Event description:
A malfunction alarm labeled as malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. The customer, assisted by technical support, reset the pump successfully; no recurrence of the malfunction was noted, and the customer was advised to continue using the pump and to report any future issues.